Event description:
Additional information from the patient indicated that they were in a car accident and was rear ended on (B)(6) 2020. Pt stated after the accident, a CT was done and it showed that their leads were migrating as a result of the accident. Pt stated their leads eventually migrated down to t12. Pt stated they had to have a revision surgery done. They noted having a lot of scar tissue build up and the physician had complications with placing one of the leads. Pt stated the lead was pushed through scar tissue and "went free", hitting dura mater. The lead had to be removed completely so pt now only has one lead. Pt stated their physician is still considering doing another revision to place another paddle lead.

Manufacturer narrative:
Continuation of d10: product ID (B)(6) lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead product ID (B)(6) lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As of now, the patient was going to continue to use the system as is.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s caudal lead migrated from t8/9 to t11/12. It was unknown when this migration occurred, but the patient continued to report some pain relief of the right lower extremity (rle) with their spinal cord stimulator (scs) system as is. There were no known environmental factors that contributed to the issue. No interventions had occurred yet. The issue was not resolved. It was asked but was unknown if surgical intervention was planned.